Manufacturer narrative:
Correction: b5 additional information: d9, g3, h3, h6 h11 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Error code 907 was verified when powered on. The coin cell battery tested low voltage. The issue was resolved by replacing the coin cell battery. It was reported that prior to use, the unit displayed error 907. The reported issue was confirmed. The most likely cause was traced to a component failure. It was also reported that the unit did not alarm. The reported issue was not confirmed the most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the unit displayed error 907 and did not alarm during pre-operative preparation for use. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the unit device displayed error 907 and did not alarm during pre-operative preparation for use. There was no patient involved.